Event description:
It was reported that a patient did not have a stimulation sensation, and she hadn't felt stimulation since having the implant. It was noted that the month prior to the report, the patient had had kidney failure. It was unclear if this was related to the device. The reporter stated that the patient felt burning at the implant site. It was reported that there was a loss of therapeutic effect. The reporter stated that since having the implant, the patient was still leaking and she used a 30-count bag of adult diapers a week. It was reported that the patient fell sometime in (B)(6) 2012. It was noted that the patient would see or had seen her healthcare provider. It was unclear when this had occurred or would occur. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v028040, product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).